Manufacturer narrative:
It was reported that a female patient (73 year old, 145lb) with history of congestive heart failure, anemia and previous atrial fibrillation ablation underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The device was visually inspected, and it was found in good normal conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient ((B)(6)year old, 145lb) with history of congestive heart failure, anemia and previous atrial fibrillation ablation underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. The caller stated that after doing some mapping with the ablation catheter that the patient¿s pressure dropped. No ablations had been performed. The ice catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed and fluid, 2700 cc, was removed from the pericardial space. Patient is stable currently. Procedure was aborted. The event was discovered during use of biosense webster products during mapping phase. No ablation was performed prior to effusion. The patient had fully recovered. The patient required one extra day of hospital stay due to pain. The physician¿s opinion is that the cause of the event is unknown, perhaps perforation with the catheter. Transseptal was performed with heartspan 73 cm needle. The irrigation flow was set to 2ml/min. No error messages were observed on biosense webster equipment during the procedure. Dashboard and vector modules were used for force visualization.